Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during an intrahepatic procedure performed on (B)(6), 2011. According to the complainant, while preparing for the case, the device was tested by opening and closing the basket, and the distal tip detached prematurely. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during an intrahepatic procedure performed on (B)(6)2011. According to the complainant, while preparing for the case, the device was tested by opening and closing the basket, and the distal tip detached prematurely. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the basket wires were extended and the basket tip was disengaged. The basket tip was not returned. No sidecar rx pushback was noted. The basket wires were examined and found to be even an undeformed. The basket wires ends were without issue. The condition of the returned unit was consistent with the complaint that the tip detached. No other issues were noted with this device. A material review of the sub assembly basket component confirmed that the basket tip met manufacturing specifications. It is unknown if the basket tip received force greater than 50 lb during product functioning prior to tip detachment. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient ID, age, and weight are unknown. However, the patient's age was reported as being "around (B)(6)." (B)(4) for the reported event of tip detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.